Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2018 for further investigation. The fse performed visual inspection of the instrument, cleaned cup suction plate and pad. Fse and customer ran 100 replicate sample with no errors. Fse checked pressure switch s0280 and it was within specification. Then fse checked sorter vacuum filter, vacuum tubing, sorter alignment and found no errors or abnormalities. Fse changed positions of reagent cups on shelves 1, 2, and 3 and ran tests but had no errors. The stc lane and rtc lane cup put position were checked and no discrepancies were found. The fse could not reproduce error code 2204. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under a4, appendix 4: error messages, error 2204 is sorter cup pickup failure. The error message is caused when the cup hold sensor (pressure switch) failed to detect a cup during the cup pickup operation. If the problem persists when the operation is retried, the measurement result will be flagged (mf flag). The solution for the customer is ensuring that the top face of the test cup is not dirty and that the seal is not deformed. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported issue is unknown. Unable to confirm the complaint. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On the (B)(6) 2018, a customer reported receiving error 2204 sorter cup pickup failure on their aia-2000 instrument. The customer indicated to the technical support specialist (tss) that the error is only occurring on shelf #2 of the sorter. Tss suggested to the customer to move the test cup to another shelf on the sorter but the instrument is down. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.